Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she had symptoms of muscle tightness and increased spasticity related to the issue. The cause for the volume discrepancies had not yet been determined, but it was determined that there was no problem with the pump itself and that the issue must be with the catheter, but she was having trouble getting the tests necessary to determine the problem. She stated that she had asked the surgeon who placed her pump to have a dye study completed to determine the problem, but so far, she had not agreed to do one. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving lioresal with a concentration and dose of 2000 mcg/ml at 1443.7 mcg/day via implantable drug delivery pump for intractable spasticity and stroke. It was reported that for the patient's last several refills (not certain of when but "probably last year") they have been pulling out more drug than expected. The patient stated that the person who does the refills said they are consistently pulling out 3-4 mls more than they are supposed to. Patient stated that other than that there were no changes. They stated that the nurse recommended they contact the mdt representative to check the pump or rule out a pump programming issue. They didn't know the name of the hcp they work under. No symptoms or further complications were reported.